Event description:
Our sale rep reported that the tip of the screwdriver bit broke off. There were no complications and the surgeon was able to complete the surgery.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.